Event description:
During g3 surgery, the surgeon tried to insert the u-blade. However, the u-blade could not go into the lag screw groove. Thus the surgeon removed the u-lag screw and the surgeon changed the u-lag screw to standard lag screw, and the procedure was completed. After surgery, the surgeon found the soft tissue stuck in the groove of u-lag screw.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.